Event description:
It was reported that during the implant procedure there was difficulty placing the right ventricular lead and that the helix "did not move normally." The attempted lead was explanted and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): distal conductor distorted, the helix/lobe was distorted/bent, there was tissue on the helix and the lead appeared damaged at implant; full lead returned and analyzed.